Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.